Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was liquid leakage from the tube. Per reporter, the issue was discovered during priming. There is no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed. The customer's stated problem was not confirmed. No leakage was found. There was no known cause of the reported issue, and no further action will be taken.